Manufacturer narrative:
The investigation is in progress and a follow up MDR will be submitted.

Event description:
Stent cannot be released. As per cc from: "the evo-fc-10-11-4-b was pushed into the dhc as normal and when released there was a cracking noise in the handle and the stent could not be released any further. The semi-opened stent was then removed from the dhc without any problems. A competitor stent was then inserted without problem and treatment was complete. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence." At what stage of the procedure did the complaint occur? During stent placement. What endoscope type and channel size was used? Olympus tjf 190 , 4.2 mm channel. What was the position of the elevator? Open. Details of the wire guide used (diameter, type, make)? 0.025 inch, visiglide, olympus. Was the zip port facing upwards and slightly curved when backloading the wire guide? N/a. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? Yes. Please advise the anatomical location of the intended target site. Distal bile-duct. How long was the stent in the patient by the time this complaint occurred? 30 seconds. For devices where the IFU states for longer term patency has not been established, was periodic evaluation completed? N/a. If yes, how often was this completed? Did the patient require any additional procedures as a result of this event? No. What intervention (if any) was required? Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Same procedure. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No. If yes, please specify what was observed and where on the device it was observed. Stricture information: what was the length and diameter of the stricture? 3cm, diameter n/a. Where was the stricture located in the body? Distel bile-duct. Was there resistance felt passing wire guide through stricture? No. Was there resistance felt passing the evolution through stricture? No. Was the stricture dilated before stent placement? N/a. Questions related to during insertion into patient: was the product inspected for kinks or damage before use? Yes. Was resistance felt during insertion into patient? No. If yes, at what point? Questions related to during stent placement: did the product fail during stent deployment or recapture? N/a. If other, please specify. Was the directional button pressed during use? Yes. Was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? Yes. Was the yellow marker kept in view during deployment? Yes. Are images of the device or procedure available? No. Questions related to during introducer withdrawal n/ a. Are images of the device or procedure available? N/a, yes, no. Was final stent placement confirmed using endoscopy / fluoroscopy? N/a, yes, no. If yes, what was used? Did the stent open sufficiently to allow withdrawal of introducer safely? N/a, yes, no. Was the safety wire fully removed before removing the delivery system? N/a, yes, no. Did any part of the product snag/get caught with the stent when removing the delivery system? N/a, yes, no. Questions related to during stent repositioning/removal (for evo-fc & evo-pc devices) n/ a. What instrument was used for stent repositioning / removal? Forceps, snare, other. If other, please specify. Was resistance encountered during advancement and/or deployment? N/a, yes, no. If yes, please when this was felt? Advancement or deployment. How did the physician deal with this resistance? Was the lasso (suture) loop used during repositioning.

Manufacturer narrative:
The investigation is in progress and a follow up MDR will be submitted.

Event description:
Supplemental report is being submitted due to the completion of a lab evaluation on 06-jul-2022: visual inspection: protective tubing still in place on return. Red marker on 5th dimpling. Lock wire still in place on return. Functional inspection: handle actuating fine but no deployment/recapture possible. Handle opened and shuttle cap found to be broken. Stent cannot be released as per cc from: "the evo-fc-10-11-4-b was pushed into the dhc as normal and when released there was a cracking noise in the handle and the stent could not be released any further. The semi-opened stent was then removed from the dhc without any problems. A competitor stent was then inserted without problem and treatment was complete. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence." 1. At what stage of the procedure did the complaint occur? During stent placement 2. What endoscope type and channel size was used? Olympus tjf 190 , 4.2 mm channel 3. What was the position of the elevator? Open 4. Details of the wire guide used (diameter, type, make)? 0.025 inch, visiglide, olympus 5. Was the zip port facing upwards and slightly curved when backloading the wire guide? N/a 6. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? Yes 7. Please advise the anatomical location of the intended target site. Distal bile-duct 8. How long was the stent in the patient by the time this complaint occurred? 30 seconds 9. For devices where the IFU states for longer term patency has not been established, was periodic evaluation completed? N/a 10. If yes, how often was this completed? 11. Did the patient require any additional procedures as a result of this event? No 12. What intervention (if any) was required? 13. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Same procedure 14. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No 15. If yes, please specify what was observed and where on the device it was observed. Stricture information: 1. What was the length and diameter of the stricture? 3cm, diameter n/a 2. Where was the stricture located in the body? Distel bile-duct 3. Was there resistance felt passing wire guide through stricture? No 4. Was there resistance felt passing the evolution through stricture? No 5. Was the stricture dilated before stent placement? N/a questions related to during insertion into patient 1. Was the product inspected for kinks or damage before use? Yes 2. Was resistance felt during insertion into patient? No 3. If yes, at what point? Questions related to during stent placement 1. Did the product fail during stent deployment or recapture? N/a 2. If other, please specify 3. Was the directional button pressed during use? Yes 4. Was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? Yes 5. Was the yellow marker kept in view during deployment? Yes 6. Are images of the device or procedure available? No questions related to during introducer withdrawal n/ a 1. Are images of the device or procedure available? N/a, yes, no 2. Was final stent placement confirmed using endoscopy / fluoroscopy? N/a, yes, no 3. If yes, what was used? 4. Did the stent open sufficiently to allow withdrawal of introducer safely? N/a, yes, no 5. Was the safety wire fully removed before removing the delivery system? N/a, yes, no 6. Did any part of the product snag/get caught with the stent when removing the delivery system? N/a, yes, no questions related to during stent repositioning/removal (for evo-fc & evo-pc devices) n/ a 1. What instrument was used for stent repositioning / removal? Forceps, snare, other 2. If other, please specify. 3. Was resistance encountered during advancement and/or deployment? N/a, yes, no 4. If yes, please when this was felt? Advancement or deployment 5. How did the physician deal with this resistance? 6. Was the lasso (suture) loop used during repositioning.

Manufacturer narrative:
Device evaluation: the device evaluation of evo-fc-10-11-4-b device took place on 06th july 2022. Protective tubing still in place on return of device. Red marker on 5th dimpling. The lock wire was still in place on return. Handle actuating fine but no deployment possible. Handle opened and shuttle cap found to be broken. This file is related to pr 377763 - user error ¿ incorrect size wire. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records of lot number c1912349 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records of lot number c1912349 confirms the failure mode has not previously occurred for this work order. Instructions for use and/label the instructions for use, ifu0062 which accompanies this device, instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" there is evidence to suggest that the customer did not follow the instructions for use. This user error will be captured under pr 377763. Image review: an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to material failure. Confirmation of complaint is confirmed based on visual and/or functional inspection. Summary of investigation according to the customer the stent cannot be released. Confirmed quantity of 1 device, confirmed used. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a possible root cause of the broken shuttle cap observed could be attributed to material failure. Complaint is confirmed based on visual and/or functional inspection. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.